Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, and after the user restarted the pump the button functioned properly, consistent with a device problem related to an unresponsive key/button and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the initial report of an unresponsive button and involvement of the switch component. It was concluded, based on previously established findings for similar reports, that no problem was detected.